Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue monitoring the patient and performed CPR. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device and suspect electrodes were not returned to zoll medical corporation for evaluation. Instead, the customer returned the device activity log for evaluation and provided pictures localized to the area in question of the patient. Review of the device activity log indicated defibrillation or pacing were not performed on the patient. Review of photos of the reported event indicated a possible skin reaction to the electrode pads. No trend is associated with reports of this type.